Manufacturer narrative:
Technical services (ts) performed a longevity calculation which revealed a total expected longevity of 7.1 years. The device has been implanted for approximately 3.15 years. Therefore the device is currently on track (including the last battery remaining estimate of 2.5 yrs) for a longevity of 5.65 years. This does not exceed the ts longevity calculation of 7.1 years or the nominal longevity of 8.9 years for this model. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this pacemaker was suspected of possible premature depletion. In (B)(6) 2008, this pacemaker exhibited a battery remaining estimate of greater than five years. Seven months later, in (B)(6) 2008, the battery remaining estimate was 2.5 years. The device also exhibited fusion, and was suspected of performing a lot of backup pacing via the automatic capture feature. A programming change to the outputs from 5v to 4v resulted in an immediate change in battery life estimate from 50% to 75% remaining. This device is part of the microcrystal failure mode 2 advisory population, however has not exhibited any symptoms consistent with those described in the advisory. No adverse patient effects were reported.